Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20480. Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the leads were repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20480. Further follow up received clarified during the surgery on (B)(6) 2015 ( reported in MFR #1627487-2015-20497-01) the leads were explanted and replaced instead of repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20480. It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays revealed the scs leads have migrated. As a result, surgical intervention will be taken at a later date to address the issue.